Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified, and the sterilizer was returned to service. While onsite the technician was informed that the employees were not wearing proper ppe, specifically gloves. The v-pro max 2 sterilizer operator manual states (6-16), "steris recommends (in accordance with ansi/aami guidelines) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The v-pro max 2 sterilizer operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion." The root cause of the reported event is caused by the user facility personnels not properly drying their instruments in their v-pro max 2 sterilizer before processing. The technician counseled facility personnel on the proper use and operation of their v-pro max 2, specifically properly drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that three employees obtained burns on their finger after removing instrument packs that had been processed in the v-pro max 2 sterilizer. It has been reported that two employees self-treated with first aid, the other employee did not seek medical treatment but rather washed their hands with water. No report of procedure delays.